Event description:
Customer stated that the product over-heated during a case. There was no medical intervention required. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The device is available for eval. However, it has not yet reached the mfg site for investigation. A follow-up report will be filed once the investigation is complete.